Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, add'l surgery, mental and physical pain, disability, mesh erosion, hardening, chronic pain, and worsening dyspareunia. The litigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unk, the women health product IFU's are found to be adequate based on past reviews.